Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The product was not returned for evaluation. Per (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5612. The first lot of bl5612 that was built with the vitrectomy tubeset enhancement was lot #w2064 in jun 2018. Any bl5612 product with lot no. W2064 or higher will include the vitrectomy tubeset enhancement. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
The user facility in the united kingdom reported the anterior vitrectomy cutter was not working. The surgeon reported the cutter was only aspirating and was not cutting.